Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned .

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with approximately 300 units of insulin, and the customer reported that the insulin gauge remained static at 150 units of insulin. During troubleshooting, the customer reloaded the cartridge and received a fill estimate of 135 mg/dl. The customer reported that it was possible that the cartridge was filled with slightly less insulin than 300 units and the current fill estimate was accurate. The customer's blood glucose level was not impacted.

Event description:
During troubleshooting, the customer reloaded the cartridge and received a fill estimate of 135 units.